Manufacturer narrative:
Initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the rotawire became detached and emergency surgery was performed. The target lesion was located in the highly calcified proximal right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, upon advancing the device in a dynaglide mode into the lesion, resistance was felt near the non-bsci guide catheter outlet. Consecutively, the wire became detached and perforated the artery. Hemostasis could not be achieved after various measures were taken, requiring additional surgery to be performed, and the wire fragment was removed. It was thought that the guide catheter deformation was due to the transcatheter aortic valve (tavi) jailing the coronary artery that causes the very high resistance, leading to the detachment. No further patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). H6 device code: updated.

Event description:
It was reported that the rotawire became detached and emergency surgery was performed. The target lesion was located in the highly calcified proximal right coronary artery. A rotawire drive and a 1.50mm rotapro were selected for use. During the procedure, upon advancing the device in a dynaglide mode into the lesion, resistance was felt near the non-bsci guide catheter outlet. Consecutively, the wire became detached and perforated the artery. Hemostasis could not be achieved after various measures were taken, requiring additional surgery to be performed, and the wire fragment was removed. It was thought that the guide catheter deformation was due to the transcatheter aortic valve (tavi) jailing the coronary artery that causes the very high resistance, leading to the detachment. No further patient complications were reported. It was further reported that the 90-99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. During the procedure, the speed was set to 180,000rpm. However, a high abnormal sound was heard in the guiding catheter.